Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c sk device at c5-6 on (B)(6) 2025. At the 2 week follow up, the imaging showed that the implant may have slightly subsided and kyphosed. The patient is experiencing no symptoms and is doing well. There is no indication at present that any intervention will be performed. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is at the lowest possible probability of occurrence level of improbable. The risk assessment found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The sk device remains implanted in the patient and was not returned, therefore no evaluation could be completed. Imaging was provided that shows the subsided implant. There were no anomalies identified during the complaint investigation. A reason for the implant subsidence is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c sk device at c5-6 on (B)(6) 2025. At the 2 week follow up, the imaging showed that the implant may have slightly subsided and kyphosed. The patient is experiencing no symptoms and is doing well. There is no indication at present that any intervention will be performed.